Manufacturer narrative:
Date of event. Please note that this date is based off the year and month provided in the article as the specific event date was not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Hauseux, p.a., cyprien, f., cif, l., gonzalez, v., boulenger, j-p., coubes, p., capdevielle, d. Long-term follow-up of pallidal deep brain stimulation in teenagers with refractory tourette syndrome and comorbid psychiatric disorders: about three cases. European journal of paediatric neurology : ejpn : official journal of the european paediatric neurology society. 2016. 1090 (1-4). Doi: 10.1016/j.ejpn.2016.06.005 summary: the aim of the study was to assess the long-term risk-benefit ratio of pallidal deep brain stimulation (dbs) for young patients with refractory tourette syndrome (ts) and severe comorbid psychiatric disorders. Reported events: one (B)(6) male patient underwent bilateral posteroventral globus pallidus internus (gpi) and globus pallidus externus (gpe) deep brain stimulation (dbs) implant in (B)(6) 2010 for medication-resistant tourette syndrome (ts) associated with severe obsessive-compulsive disorder (ocd) (symmetry obsessions and counting mental compulsions), attention-deficit hyperactivity disorder (adhd), anxiety-depressive disorder, and impulse control disorder (ICD). Postoperative MRI checked electrode position. The patient experienced reduction of motor tics after dbs of posteroventral gpi and gpe. Re-implantation of bilateral posteroventral gpi and anteromedial gpi was performed in (B)(6) 2013 because of persistent axial motor tics and vocal tics with coprolalia and ocd. Only posteroventral gpi dbs was activated. Then, a stabilization of motor tics and ocd was observed. It was also noted that the patient experienced transient dbs-related side-effects of posteroventral gpi dbs. The patient reported a global improvement of motor tics and greater quality of life since dbs. Gilles de la tourette-quality of life scale (gts-qol) score was moderate. The following device specifics were included in the article: lead model 3389; implantable neurostimulator kinetra model 7429; implantable neurostimulator activa pc model 37601.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.